Manufacturer narrative:
A chest x-ray was obtained for further analysis. The x-ray revealed that the defibrillation lead was implanted in the left ventricle. In addition, it was also noted that the right atrial (ra) lead was implanted in the left atrium. The defibrillation lead being implanted in the left ventricle resulted in left atrial activity being sensed on the ventricular channel. This resulted in the device detecting atrial arrhythmias as ventricular and contributed to the patient's death. The placement of the defibrillation lead is also considered off label use and is contraindicated by our labeling. Consequently, it appeared to be a procedural complication as the leads were placed in the wrong location and implant testing was not conducted which would have identified the issue. This patient was part of the simple study. No additional information is available at this time. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) died suddenly at home on (B)(6) 2010. Before his death, the patient experienced sudden shocks with no preceding symptoms and was doing well after the episodes according to the family members. However when they returned to his room around noon, he was found dead. The device was interrogated post mortem and the data files were sent to boston scientific for analysis. A review of the stored electrocardiograms revealed that there was atrial oversensing in the right ventricular channel one day after implant. The morphology observed on the shock channel appears to reflect right ventricular activity. It is believed that the defibrillation lead had dislodged from the heart wall after implant and possibly prolapsed on itself. The electrocardiograms on the day of the patient's death revealed that a 41 joule shock was delivered due to the oversensing which resulted in the patient going into ventricular fibrillation (vf). This arrhythmia was not sensed on the rv channel although the morphology on the shock channel clearly showed vf. Due to the possible dislodgment, the vf was not sensed and no shocks were delivered as a result. At a later date, it was reported that rv undersensing and atrial oversensing had been observed on this defibrillation lead prior to the patient's death.